Manufacturer narrative:
(B)(4). Concomitant medical products: 42502206201 - femur trabecular metal cruciate retaining (cr) narrow porous - 64180064; 42530006701 - natural tibia trabecular metal two-peg porous fixed bearing left size d - 64405710. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty?: a systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. As reported the patient underwent mua due to arthrofibrosis and the rom issues resolved with no further complications. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01056.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, the patient underwent a manipulation under anesthesia due to arthrofibrosis approximately 2 months later. The issue resolved, and the patient had full range of motion with no complaints at the next follow up visit. No further event information available at the time of this report.